Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual address guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that on (B)(6) 2015, the patient was found to have yellow drainage from driveline site. Patient states that during his gout flare, he was unable to change the ventricular assist device (vad) dressing, and he had gone 2 weeks without changing his dressing.  Patient denies any fever or chills, abdominal pain, and erythema/redness/drainage. Only small amount if clear drainage noted. It was further stated that the issue was resolved with sequelae on (B)(6) 2015. No additional information available.